Event description:
Edwards received information through its implant patient registry that a 23mm 11500aj aortic valve was explanted after a duration of approximately ten (10) months due to unknown reason. Another same model 23mm 11500aj aortic valve was implanted in replacement. No information about device return at this moment. File will be updated.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.